Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of thoracic endovascular aortic repair in acute type b aortic dissection: results from the valiant united states investigational device exemption study. Bavaria e j, brinkman t w, hughes c, khoynezhad a, szeto y w, azizzadeh a, lee a, & white a w. The annals of thoracic surgery 2015;100:802¿9 https://doi.org/10.1016/j.athoracsur.2015.03.108. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a acute complicated type b aortic dissections in 50 patients. The following malfunctions were observed; inaccurate delivery, migration, type ia endoleak, false lumen perfusion the following adverse events were encountered; cardiac tamponade, sepsis, mesenteric ischemia, pulmonary embolism, cardiac arrest, pneumonia, dissection, cva, ischemia, acute renal failure patient deaths were reported; procedure related deaths within 30 days, 1 described as device related, dissection related deaths between 1 month and 12 months post procedure.